Manufacturer narrative:
(B)(4).

Event description:
It was reported that "there was no inside lumen on the sheath in order to advance the wire guide during placement."

Manufacturer narrative:
(B)(4). Upon preliminary investigation of the returned sample, it was found that the malfunction was non-reportable; thus the initial MDR, submitted on 08/22/2018, was sent in error.

Event description:
It was reported that "there was no inside lumen on the sheath in order to advance the wire guide during placement."